Event description:
On (B)(6) 2011, the nurse reported the following to kci: on (B)(6) 2011, the pt was in the bed and the bed started going into the reverse trendelenburg position by itself pulling the endotracheal tube (et) out of place on the pt. Because of the re-positioning and pulling on the tube, the pt subsequently developed subcutaneous emphysema. The pt was reported to be in good condition and the subcutaneous emphysema has resolved.

Manufacturer narrative:
On (B)(6) 2011, the bed passed quality control (qc) checks and met specifications prior to pt placement on (B)(6) 2011. On (B)(6) 2011, evaluation of the bed determined the bed was moving to the reverse trendelenburg position on its own. Further inspection determined the "up" arrow for "tren" on the membrane switch on the pt right foot side rail was stuck in the closed position causing the bed to move to the reverse trendelenburg position. The technician replaced the switch. After the repair the bed passed qc checks and met specifications.